Manufacturer narrative:
As reported the color of the indicator window of a 5f exoseal vascular closure device (vcd) did not change even though the 5f non cordis sheath and exoseal were pulled back completely. The exoseal and catheter sheath introducer (csi) were removed, and manual compression was used to achieve hemostasis. There was no report of patient injury. The physician achieved certification on the use of the exoseal. The physician used the exoseal ten times per month prior to this procedure. This was an interventional procedure. The exoseal was prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. A retrograde approach was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician pulled back the csi and the exoseal after the indicator wire deployed. The physician stared at the indicator window while pulling back the sheath and exoseal after stopping pulsatile flow. The physician did not have the thumb placed on the plug deployment button during retraction. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; back bleed port is at the deployed position; indicator wire is retracted; the device is blood saturated. No other damages/anomalies were noted during the visual inspection. The functional analysis could not be performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. The complaint reported by the customer as ¿indicator window- no change to indicator¿ was not confirmed due to the unit being received fully deployed with the button fully depressed, which indicates that the functionally of unit was performed correctly reaching the three indicator windows stages, and the plug was properly deployed. The condition of the device received does not match the event reported. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. This product analysis suggests that the reported failure could not be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the color of the indicator window of a 5f exoseal vascular closure device (vcd) did not change even though the 5f non cordis sheath and exoseal were pulled back completely. The exoseal and catheter sheath introducer (csi) were removed, and manual compression was used to achieve hemostasis. There was no report of patient injury. The physician achieved certification on the use of the exoseal. The physician used the exoseal ten times per month prior to this procedure. This was an interventional procedure. The exoseal was prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. A retrograde approach was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician pulled back the csi and the exoseal after the indicator wire deployed. The physician stared at the indicator window while pulling back the sheath and exoseal after stopping pulsatile flow. The physician did not have the thumb placed on the plug deployment button during retraction. The product will be returned for analysis.